Event description:
It was reported that approximately two year and eleven month after the initial implantation, the patient underwent a revision surgery due to dislocation of the left knee bearing implant. A larger bearing was implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf twin-peg cmntd fem lg PMA; item# 161470; lot# 334500. Oxf uni tib tray sz d lm PMA; item# 154724; lot# 131790. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.